Event description:
It was reported that some anterior and asymmetric vaulting were noted post implant. Yag procedure was performed to address posterior capsular opacification. Patient's current status is myopic refractive error, prk is planned. This report refers to the patient's right eye.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.